Event description:
A healthcare facility in new zealand reported via a fisher & paykel healthcare (f&p) service manager that the control knobs of three of the rd900aeu neopuff infant resuscitators were not freely adjustable and get stuck while adjusting the pressure. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in new zealand reported via a fisher & paykel healthcare (f&p) service manager that the control knobs of three of the rd900aeu neopuff infant resuscitators were not freely adjustable and get stuck while adjusting the pressure. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Device d1: 1 x rd900aeu, lot 2103656750, sn (B)(6). Device d2: 1 x rd900aeu, lot 2103656750, sn (B)(6). Device d3: 1 x rd900aeu, lot 2103656750, sn (B)(6). Method: the subject devices, three units of rd900aeu neopuff infant resuscitators were received at fisher & paykel healthcare (f&p) new zealand, where they were visually inspected, and performance tested. Our investigation is based on our evaluation of the subject devices, information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: inspection of the subject devices confirmed that the knobs of the subject devices were not turning smoothly. Although, the subject devices passed the performance testing for manometer and valve system, peak inspiratory pressure (pip) and max pressure relief knobs on both the devices was not smooth. The devices were disassembled for further inspection, for device d1 and d2 - pip and max pressure relief knobs retaining ring impeded the rotation before the knob completes one revolution from fully open. For device d3 - max pressure relief knob retaining ring impeded the rotation before the knob completes one revolution from fully open. Pip knob was able to be rotated beyond 0cmh2o and its retaining ring was loose. Device history records (DHR) were reviewed, and subject devices has passed the functional testing at the time of manufacturing. Conclusion: the cause of the reported event was determined to be the retaining ring impedes the rotation of the knob just before it completes one revolution from fully open. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.